Event description:
A user facility reported that there had been an occurrence while preparing for a case, they had identified a biopsy valve which appeared to have been reprocessed with the cap in the closed position. When the valve was opened, the users noted the presence of residue inside the device, which indicated to them that it had not been reprocessed correctly. The biomedical engineer at the facility examined add'l samples, and discovered a second biopsy valve which had appeared to be in similar condition. The biomedical engineer indicated that there has been no identified increase in pt infections as of this date. The user facility also reported that as a result the facility has since switched to use of disposable biopsy valves for their flexible endoscopes. There was no further info provided regarding this event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience was attributed to improper cleaning and failure to follow MFR's recommended instructions for reprocessing the device, as the device instruction manual instructs users to routinely open the biopsy valves and to clean them carefully in detergent solution, followed by high level disinfection. This report is being submitted as an MDR in an abundance of caution.